Event description:
Please be advised that while investigating an event involving one of our products, (B)(6). Noted a potential adverse event regarding a non-(B)(6). Product. Patient had to be reintubated after procedure due to low resp sats, x-ray later showed pulmonary edema. Was there any reported patient or user harm? Yes. Did the patient/user require any medical or surgical intervention as a result of the event? No. Did the patient/user require extended hospitalization as a result of the event? Yes. Description: ICU for monitoring what is the patient's/user's status/outcome following the event? Unknown but last known status was stable. Was there a significant delay? No. What ablation catheter was used? Boston scientific farawave. List any j&j products that were utilized during the case but did not contribute to the reported event. Webster cs rpo (B)(6) and octaray. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).